Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the inlet tube of the pump. These were not sites of leakage. A separation was noted on the exhaust tubing of cylinder 1 at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on both exhaust tubes of the cylinders. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the bladder of the reservoir. This was a site of leakage. The separation surfaces appear to have varying degrees of degradation. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicate that sufficient stress was exerted on the inlet tube of the pump near the connector to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. These components were released according to manufacturing and quality control procedures. The device was functioning properly for over 10 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to a tubing leak.

Event description:
According to the available information, the implant was removed and replaced due to a tubing leak.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.